Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The reported event of low impedance on all four contacts was not able to be confirmed due to all the lead wires being fractured/broken. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. During visual inspection, fluid was observed throughout the lead body, however, the reported low impedance was not able to be confirmed due to the condition of the received lead.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective in (B)(6) 2019. Low impedances were observed. X-rays were taken and dislocation of the lead was observed. As a result, surgical intervention was taken to replace the lead. While in surgery, lead damage was detected at the anchor site. Issue has been addressed.